Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The date of event was not provided by the complainant/reporter, the date reflected in this report is the date bd became aware of the event. The manufacturer has received the sample and will evaluate. Results are expected soon.

Event description:
It was reported by customer that powerloc max port access needle tubing leaking at its connection to the hub that receives the needleless connector. Additional information received 8/16/2023: customer reported the event compromises sterility of an implanted central line in immunocompromised patients. Causes leakage of blinatumomab (clothing, bedsheets and whatever patients have touched thereafter) that exposes patient, family and staff involved. Caused backflow and leakage of blood from the line and staff exposure. Caused increase medication (high dose steroids) because the leakage was occurring over many hours and we could not determine how much was being delivered and for how long.